Event description:
Information received from healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as spinal stenosis and spinal pain. It was reported that the patient had a post-operative infection. The system was explanted. Plan was to replace in the future by manufacturer product. It was noted that the issue resolved at the time of report. The patient's status was "alive- no injury." It was noted that the event occurred on (B)(6) 2016 post operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.